Event description:
Allegedly, product disassociated requiring revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no user facility, device event, event date, nor surgeon information has been received from the representative. This report will be updated when the investigation is complete.